Manufacturer narrative:
According to available info, this penile prosthesis was implanted on 10/8/92. On 9/18/96 device was explanted, reportedly because of a "fluid loss" due to a "tubing fracture - left cylinder." In received operative report, physician indicated following: "tubing to one of cylinders completely severed at pump platform", and after dr replaced pump "...prosthesis cycled satisfactorily." Pump and a detached section of pump tuing were received and evaluated by MFR. A leakage site between section of tubing and pump's outlet #1 was confirmed. Microscopic examination of tubing ends of pump's outlet #1 and corresponding tubing end of ection of tubing showed cross sectional surfaces that were rough and irregular, indicating a tubing tear. Based on received info and quality assurance's eval, qa concludes following: tubing tore between pump outlet #1 and section of tubing, tear separated two components, and this tear caused reported fluid loss. Tubing tear was caused by stresses to device while in-vivo.

Event description:
Per the info provided to co's office through means of the physican/surgeon's operative report which accompanied the device component, it was stated "prostate diagnosis: malfunction of the penile prosthesis. Operation: revision of penile prosthesis. Replacement of pump due to a tubing fracture, left cylinder tubing at level of strain relief, secondary to a fluid loss." During the course of the event the surgeon stated "the tubing to one of the cylinders had completely severed at the pump platform. The tubing was resecured. The pump was removed. The new pump was connected with 3 connectors. The prosthesis cycled satisfactorily.